Manufacturer narrative:
Zoll field service personal performed preliminary investigation for thermogard xp ivtm system (sn: (B)(4) at customer site. During investigation, the thermogard xp ivtm system failed initial functional testing due to tcmid:06 (ce post failure) error message. In addition, noticed compressor oil leaking into the coldwell of the ivtm system. The event log review showed occurrence of multiple tcmid:05 (coolant diff failure) error messages, unrelated to the tcmid:06 error message observed during the functional testing. Further investigation needs to be performed at zoll san jose facility to identify the root cause for the observed error messages. Zoll san jose has not yet received the thermogard xp ivtm system (sn: (B)(4)) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During investigation on 10/12/2020, the thermogard xp ivtm system (sn: (B)(4)) failed initial functional testing due to tcmid:06 (ce post failure) error message. No patient involvement.